Manufacturer narrative:
A general reagent issue was excluded. The investigation found that the customer did not modify the dilution value when manually ordering the sample in question. The investigation determined the issue was due to an operator error. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The previous sample tested on the analyzer had a 1:100 dilution ordered and the customer did not modify the dilution value when manually ordering the sample in question. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys afp assay results for 1 patient sample on a cobas e 801 analytical unit. The initial result was <90.8 ng/ml with a (1:100) dilution. The repeated result was 1.04 ng/ml.